Event description:
It was reported that the ht steelcore 18 guide wire was advanced into the brachial vein and the tip became kinked and tip broke. Although, the guide wire remained in one piece the device looked challenging to remove as during removal the tip continued to unravel; therefore, it was removed with forceps successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. In this case, it was reported that the guide wire became kinked during advancement into the brachial vein. It is possible that manipulation of the wire, during its interaction with the anatomy, resulted in the reported tip break; however, because the device was not returned for analysis, this cannot be confirmed. The wire was removed from the anatomy using forceps. There is no indication of a product quality issue with respect to manufacture, design, or labeling.